Event description:
It was reported that the customer was hospitalized couple weeks ago for severe hypoglycemic incident. It was indicated that the customer's pump shows a bolus delivered the night before. The customer was sent to the hospital with low bgs after the bolus was delivered. The customer did not recall programming this bolus. In addition, the max bolus had also been reset and they do not remember resetting this bolus either. The contact stated that the pump was reviewed in their doctor's office and appears that the pump was functioning properly. A replacement pump was requested.